Event description:
Reporter indicated that a vns patient's generator was revised due to a "failing battery." A battery life calculation resulted in 1.02 years remaining until eri=yes. Diagnostic testing approximately one month prior to explant indicates that the device was functioning as intended and was not near end of service. The generator was discarded by the explanting facility.